Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4), and was visually inspected. Results: no physical damage was observed to the returned neopuff unit. Further inspection revealed that the top manometer nut was loose, causing the reported rattling sound inside the unit. Conclusion: it is possible that a production line operator may not have tightened the manometer nut properly, and it became loose during shipping or transportation.

Event description:
A healthcare facility in (B)(6) reported that an rd900aeu neopuff infant resuscitator sounded "like something is rattling on the inside the unit". This was observed before use on a patient.